Manufacturer narrative:
Patient weight is unknown. Exact date of infection onset is unknown. This report is for one (1) unknown synthecel implant. Without a valid part and lot number, the UDI is not available. Per facility, the complainant part was discarded and is no longer available for evaluation. Unknown, as specific part and lot numbers for the reported synthecel implant were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to suspected infection. Back in (B)(6) 2015, the patient was originally treated for a sub-dural hematoma via skull bone removal. On (B)(6) 2016, the patient returned to the operating room to undergo a cranioplasty with bone flap procedure. At the time, a synthecel implant, along with the patient's own bone, was used to repair the dura. Prior to insertion, the bone flap was noted to have been contaminated. It was immediately sterilized with betadine and successfully implanted. Sometime post-operative, suspicion of infection arose. The patient returned to the operating room a third time on (B)(6) 2016 to have the synthecel removed and the surgical site washed with peroxide. The patient was also treated with intravenous antibiotics. The procedure was completed successfully with no reported delay or additional intervention. This report is for one (1) unknown synthecel implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. It was further reported that a culture sample was collected from the subdural space during the (B)(6) 2016 revision surgery. The culture result was positive for anaerobic propionibacterium acnes. It is unknown to the manufacturer how the bone flap became contaminated or what the contamination type was that reportedly was noted during the (B)(6) 2016 surgery.